Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via the phone call that they experienced high blood glucose. The customer¿s blood glucose level had risen to 540 mg/dl. Blood glucose value from reported event was 276 mg/dl and sensor glucose value was 202mg/dl. The customer also reported that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. Troubleshooting was not completed. Insulin pump and sensor will not be returned for analysis.